Event description:
Device report from the (B)(6) indicates a matrix cross link was found broken at the narrow point of the link; device was implanted approx 4 months ago.

Manufacturer narrative:
Investigation could not be completed, no conclusion can be drawn as device was not returned and part number and lot number were not provided.